Event description:
The customer reported that fluid was leaking from the smartsite blue piston during gravity infusion in the or. The leak occurred after a single injection through the smartsite using a blunt luerlock attached to 20ml syringe. The IV set was new and it was primed by the or nursing staff.

Event description:
The customer reported that fluid was leaking from the smartsite blue piston during gravity infusion in the or. The leak occurred "after a single injection through the port using a 20cc syringe." The IV set was new and it was primed by the or nursing staff.

Event description:
The customer reported that the smartsite was leaking fluid from the blue piston during gravity infusion in the or. The user knows it¿s a needless connector and as far as they know the port was not accessed with a needle.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of smartsite leaking was confirmed per picture received by the customer. The leak was noted to be coming out from the top of the fla smartsite piston below the check valve per picture received by customer..